Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was inaccurate; cause was not known. Blood glucose was 347 mg/dl. Healthcare provider assisted with correcting the pump time. Tandem technical support reviewed pump data. No time changes were observed.